Event description:
Device malfunction: difficult to deploy - needle plunger, kinked anterior needle. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, during needle plunger deployment, more force than normal was required to depress the needle plunger. When the needle plunger was retracted, the anterior needle appeared kinked below the follower. The posterior needle tip with the blue rail suture was captured by the posterior cuff. The teflon suture link remained attached to the foot. The suture was cut, the foot was retracted with the lever, and the device was removed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.